Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl and this morning was 271 mg/dl and stated that customer was not on pump. Customer declined troubleshoot for high blood level. Customer reported they had issues with setting up insulin pump. The product will not be returned for analysis.